Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, (B)(6) 2006. (B)(6) 2007, (B)(6) 2007 and (B)(6) 2008, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: gore mesh was unincorporated, the area of the recurrence is where the previous gore mesh had come apart, drainage of abdominal wall fluid, recurrent incarcerated incisional hernia defect repaired with placement of new mesh, drainage of abdominal abscess. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2003: (B)(6) hospital. (B)(6) , md. Assistant: (B)(6) , md. Operative report. Preoperative diagnosis: multiple recurrence of a recurrent incisional hernia, status post gastric bypass. Mesh explantation and repair with component separation and alloderm graft. Anesthesia: general. Procedure: ¿the patient is brought to the operating room and placed on the operating room table in supine position. After the induction of anesthesia and successful general endotracheal intubation, the abdominal wall is prepped and draped in standard fashion. The midline laparotomy wound, which has 2 areas of skin ulceration, is excised. The abdominal cavity is accessed, and the large piece of mesh, which is attached to the omentum and bowels, is bluntly and sharply taken down until the mesh can be completely explanted. There is a large abdominal wall defect with retraction of the rectus muscle. The anterior sheath of the rectus muscle is taken down, and the cavity is closed with the anterior sheath of the rectus muscle. A large piece of alloderm extra-thick is placed to secure the fascial closure with interrupted and running prolene suture. There are thorough hemostasis and irrigation of the whole peritoneal space, placement of large drains, and suture closure of the skin. The patient tolerates the procedure well, is extubated in the operating room, and is transferred to recovery in stable condition.¿ on (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Assistant: (B)(6) , md. Operative report. Preoperative and postoperative diagnosis: super-morbid obesity, status post gastroplasty for weight loss and obesity recurrence, as well as multiple recurrences of large incisional hernias. Laparoscopic antecolic, antegastric roux-en-y gastric bypass with 20-cm alimentary and 50-cm biliopancreatic limb, egd, and gastrostomy tube. Indications: ¿this is a patient, super-morbidly obese, with multiple recurrent incisional hernias, mesh infections, and staphylococcal infection, who presents to the office, requesting a bariatric procedure for weight loss, due to his super-morbid obesity, diabetes mellitus, diabetes mellitus, hypertension, and recurrent incisional hernias. I discussed with the patient in the preoperative setting that we could do a vertical sleeve gastrectomy as another gastroplasty. We discussed the laparoscopic and the open procedures, too. The patient attended all orientations, including the ones where we discussed gastric bypass and banding.¿ procedure: ¿the patient was placed on the operating table in the supine position. After induction of anesthesia and successful endotracheal intubation, the abdominal wall is prepped and draped in the standard fashion. The abdominal cavity is accessed through a 1-cm supraumbilical incision with an optiview trocar. The cavity is insufflated with carbon dioxide to a pressure of 50 mmhg. After the cavity can be clearly visualized and large amounts of adhesions are taken down in the left, right, and mid upper quadrants, accessory trocars are placed under view in the subxiphoid area, right, mid and, left upper quadrants of the abdomen. The colon has to be taken down from adhesions to the incisional hernia sites in the left upper quadrant of the abdomen, as well as in the right upper quadrant of the abdomen. The ligament of treitz is identified. Large amounts of adhesions from the liver to the anterior gastric wall, as well as the omentum to the anterior gastric wall are sharply and bluntly taken down. The liver is dissected, also, all the way up to the ge junction, as well as the stomach wall. After the cavity can be clearly visualized and the anatomy recognized, an egd is performed. It is difficult to pass the bougie freely into the gastric remnant. In spite of the above-mentioned, I discussed with the patient's wife that a gastroplasty over the gastroplasty that has been performed would not be possible. The remnant of the stomach appears to be narrowed and also imbricated over the previous gastroplasty. I discussed with the wife that I will attempt to do the gastroplasty. However, most likely the patient will need a gastric bypass. She agreed with it and said that I should perform what I consider the best for the patient. After attempting to perform a gastroplasty, the decision is made to proceed with a gastric bypass. An endoscope is passed up to the area of maximal resistance. A window is dissected into the lesser sac, and the gastric remnant is transected up into the left upper quadrant of the abdomen over the gastroscope, creating a pouch, which is approximately 40 ml in diameter. All staple lines on the remnant and on the pouch are reinforced with running 2-0 vicryl sutures. The ligament of treitz is identified, and 50 cm from it, the small bowel is transected. The distal end of the small bowel is brought through the upper abdomen in an antecolic antegastric fashion without tension, and a side-to-side gastrojejunostomy between the pouch and alimentary limbs is performed with a linear stapler. The gastrojejunostomy site is then closed with a double layer of running 2-0 vicryl sutures and checked for leakage with air and methylene blue. At 150 cm from the gastrojejunostomy, a side-to-side jejunojejunostomy between the biliopancreatic and alimentary limbs is performed with 2 applications of the linear stapler. The jejunojejunostomy site is then closed with several applications of the linear stapler. There were thorough hemostasis and irrigation of the abdominal cavity. The gastric remnant is now identified. The short gastric vessels are taken down, so that a floppy gastrostomy in the left upper quadrant of the abdomen can be placed with a 24- french foley catheter. A pursestring suture is placed, and the foley catheter is inserted into the gastric remnant. This is checked with methylene blue and saline for being well sealed, with securing of the foley catheter with a prolene suture and surgical closure of all trocar sites. The patient tolerates the procedure well, is extubated in the operating room, and is transferred to recovery in stable condition.¿ on (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Pathology. Final pathologic diagnosis: small bowel, segmental resection: segment of small intestinal wall with no significant pathologic changes. On (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Radiology. X-ray upper gi gastrographin gi series. ¿there are surgical clips and drains in the left upper quadrant. The patient is postop gastric bypass. There is free flow of contrast from the esophagus into the gastric pouch and into the jejunum. The anastomosis appears to be 6-7 mm. There is no definite leakage or extravasation. There is some moderate jejunal dilatation. Impression: 1. Patent gastrojejunostomy. 2. Dilated jejunum which may represent narrowing at the jejunal-jejunal anastomosis or ileus.¿ on (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Radiology. CT abdomen and pelvis with contrast. ¿postoperative changes are present in the upper abdomen following gastric bypass. The gastric remnant is not distended. It contains a drainage tube. There is no evidence of an intra-abdominal fluid collection. Surgical drains are present in the upper abdomen. A large ventral hernia is present anteriorly containing loops of bowel. No evidence of bowel obstruction. Bubbles of free air are present anteriorly, likely postoperative in nature. Conclusion: postoperative changes in the upper abdomen following gastric bypass. There is no evidence of an intra-abdominal abscess or extravasation of contrast.¿ on (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Radiology. X-ray upper gi gastrographin gi series. Conclusion: no leak at the level of the pouch. Dilatation of the small bowel loops which could be due to an ileus however follow-up is recommended to exclude other etiologies. On (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Radiology. CT pelvis with contrast. Impression: evidence of gastric bypass surgery, recent, with small volume of ascites. Large anterior abdominals wall hernia containing multiple loops of nondilated bowel. However, in the inferior most portion of this hernia sac, there are increased inflammatory or infiltrative changes in the mesentery and a new small fluid collection with small amount of air, where a drainage catheter was previously located. Cholelithiasis. On (B)(6) 2005: (B)(6) clinic.(B)(6) , md. Assistant: (B)(6) , md/(B)(6) , md. Operative report. Preoperative diagnosis: peritonitis status post gastric bypass. Postoperative diagnosis: of jejunojejunostomy. Laparotomy, resection of jejunojejunostomy and redo jejunojejunostomy. Indication: ¿this is a patient 10 days after gastric bypass that presents to another hospital with new onset of acute abdominal pain. The patient was transferred to our institution where an upper gi series shows an intact gastrojejunostomy site. The patient is admitted to the floor and resuscitated with large amounts of fluid after an IV line has been placed. A CT scan of the abdomen shows free air in the belly and inflammatory changes around the small bowel. In spite of the above-mentioned, the decision is made to proceed with a laparotomy.¿ procedure: ¿the patient is brought to the operating room and placed on the operating table in the supine position. After induction of anesthesia and successful endotracheal intubation, the abdominal wall is prepped and draped in the standard fashion. The abdominal cavity is accessed through a midline laparotomy wound. Upon entrance to the abdominal cavity, a large amount of non- smelling seropurulent material that can be aspirated. There are large amounts of fibrinous material covering the mid portion of the small bowel around the jejunojejunostomy where a leak can be identified. That area of the jejunojejunostomy is resected on the alimentary limb, on the common channel as well as on the biliopancreatic limb. A jejunojejunostomy is performed between the proximal and distal portion of the small bowel. This is achieved with a linear stapler and hand suture technique. The biliopancreatic limb is then reanastomosed to the distal jejunum in a side-to-side fashion with a linear stapler and hand suture technique. A gastrostomy tube is left in place. Drains are placed in 4 quadrants after the abdominal cavity has been copiously irrigated with 6 liters of normal saline. The abdominal wall is then suture closed with an interrupted double looped pds suture. The skin is adapted with skin staples. The patient is stable, is transferred to the intensive care unit intubated but in stable condition.¿ on (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Pathology. Final pathologic diagnosis: a. Jejunum, jejunostomy, resection: segment of small intestine with marked edema of the submucosa and fibrinopurulent serositis. Intact anastomosis. B. Mesentery, removal: fragments of hemorrhagic adipose tissue with fat necrosis and inflammation. 8on (B)(6) 2005: (B)(6) clinic. [No provider listed] laboratory. Specimen: abdomen. Culture: ¿escherichia coli, light growth. Staphylococcus aureus (mrsa), moderate growth. Heavy growth mixed diphtheroids and alpha hemolytic streptococcus.¿ no anaerobes isolated. Few candida albicans. Smear: no fungus. On (B)(6) 2005: (B)(6) clinic. [No provider listed] laboratory. Specimen: abdomen. Wound culture: yeast, moderate growth. On (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Radiology. CT abdomen. Clinical history: gastric bypass, leak. ¿there is a large ventral hernia containing bowel and fat which is not completely imaged. There is significant amount of artifact partially due to patient body habitus. Impression: interval decrease in free fluid within the abdomen. No evidence for abscess or focal fluid collection.¿ on (B)(6) 2005: (B)(6) clinic. [No provider listed] laboratory. Specimen: central line. Staphylococcus aureus <15 cfu. Methicillin resistant staphylococcus aureus isolated. On (B)(6) 2005: (B)(6) clinic. (B)(6) , md. Radiology. CT abdomen with and without contrast. Clinical history: the patient is status post gastric bypass with complications and subsequent surgery. The study was compared with a previous examination of august 24. Conclusion: ¿interval improvement without demonstration of an abscess. Persistent bilateral atelectasis and right pleural effusion.¿ implant preoperative complaints: on (B)(6) 2006: (B)(6) clinic. (B)(6) , md. Indication: ¿mr. (B)(6) is a 52-year-old male who has undergone surgical weight loss. As a result of his preoperative morbidity, he had developed massive and multiple abdominal wall hernias. He is taken to the operating room today by dr. (B)(6) for hernia repair with mesh. Risks, benefits, and alternatives of plastic surgical intervention have been discussed with mr. (B)(6) in clinic and today again preoperatively. At each occasion, he had an opportunity to ask questions, expressed an understanding, and agreed to proceed.¿ implant procedure: hernia repair with dual mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp07/03366940]. Debridement of skin and subcutaneous tissue. Injection of fluorescein to test flap viability. Adjacent tissue transfer, bilateral, complex.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.